Event description:
A literature article that summarizes a case report of the patient which indicated that the patient experienced bacterial peritonitis. The patient was using tolvaptan for a successful fluid management, while receiving peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized for this event. At the time of this report, the patient treatment and outcome was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. The reported problem was found in a case report: (B)(6).